Event description:
The core micro drill was sent for evaluation because it was overheating during a procedure. The procedure was completed with the same device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated because the device had no power. Corrosion damage of the internal components of the device was identified as the probable cause of the device overheating.